Manufacturer narrative:
(B)(4). Catalog number 062941-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained implanted in the patient and was not returned; therefore a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. Report indicated that there was a pathological inflammatory collection measuring 4 x 2 cm below the anterior abdominal wall at the point of entry of peg j tube. Patient was treated with antibiotics ciprofloxacin 400 mg IV every 12 hours for 7 days and amoksiklav 1000 mg/200 mg IV every 8 hours for 7 days.